Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mildly tortuous and mildly calcified shunt. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another 6.0 x 40, 75cm mustang¿ balloon catheter. No patient complications were reported and the patient's status was stable.